Event description:
It was reported that the health care professional (hcp) called for review of an untreated tachy episode. It was noted that the patient passed out and the smart pass feature was disabled. The physician wanted to shorten the detection time. Technical services (ts) discussed options for programming smart charge and or rate cut off zone rates. Additionally, it was noted that elective replacement indicator (eri) was reached in july. Ts recommended to replace the device suspected of exhibiting accelerated battery depletion with 21 days of eri. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of an untreated tachy episode. It was noted that the patient passed out and the smart pass feature was disabled. The physician wanted to shorten the detection time. Technical services (ts) discussed options for programming smart charge and or rate cut off zone rates. Additionally, it was noted that elective replacement indicator (eri) was reached in july. Ts recommended to replace the device suspected of exhibiting accelerated battery depletion with 21 days of eri. At this time, the device remains in service. No adverse patient effects were reported.